Event description:
It was reported, that patient presented for scheduled procedure. Prior to procedure, it was noted, that lead exhibited high pacing impedance and high capture threshold. The lead was capped on (B)(6) 2024 and replaced with new lead. Patient condition was stable.